Event description:
Device malfunction: none. Symptoms/ae: facial paresthesia. Time of ae: after the procedure. It was reported that an unknown time after a left internal/common carotid artery stenting procedure, the patient developed a decrease in sensation on the left side of the face, that continues. This was found during the 30 day follow-up visit. Although requested, there was no additional information provided.

Manufacturer narrative:
Study event. There was no device malfunction reported. Neurological events are known adverse events associated with the use of the device as listed in the xact instructions for use. A review of the finished device lot history record did not reveal any non-conformities associated with this lot number.